Event description:
It was reported that the bd ser plastipak 10ml s ls barrel cracked. The following information was provided by the initial reporter: the nursing staff have reported that the syringes are cracked, resulting in a loss of medication. Item: syringe desc. 10 ml s/ag ls slip plastipak (990558) bd lot: 4352288 quantity: (B)(4) units. Add info received on 14 may 2025. Is there any impact on patients? If so, please explain in detail. No was anvisa notified? If so, what was the notification number? No could you provide the date of the event? There were several dates, see full explanation below. As stated in the initial email, this is an unusual situation, explained below: the customer, an emergency care unit, only noticed the problem after using the syringes for some time, as different professionals perform the procedures. The defect identified is the presence of cracks in the syringes, which causes medication loss. Although it was not possible to recover the used units, bd's technical professional was on site and confirmed the source of the problem after analyzing some available samples. Of the quantity still available on site, 7 closed volumes totaling (B)(4) units, 2 cracked units were found. No evidence of poor storage or damage caused by transportation was found, and the volume remains intact, indicating that the defect may be related to the production process. The invoice for the bonus sent to the customer is attached. We therefore request credit or a bonus corresponding to the (B)(4) units sent to the customer as compensation for the problem found. Add info received on 16 may 2025. The customer did not return any quantity for tax purposes. They made available (B)(4) units that they had kept when they noticed the problem recurring, but most of the syringes were discarded by employees when they identified the problem during use, as this is an emergency care unit.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
A detailed analysis of the batch history was performed, including review of quality reports and maintenance records. During this analysis, no records were found that could potentially be related to the identified defect. By evaluating the images and samples submitted, along with the customer's report, bd was able to confirm the reported incident, although it was not possible to confirm the root cause of the problem due to a lack of records of the incident. The equipment performs leak tests on 100% of the assembled parts, but the broken location in the barrel cannot be verified. The process's failure mode and effects analysis (fmea) document was reviewed, and the potential causes identified for the reported incident are: - transfer disk synchronization failure - guides with excessive or insufficient opening considering that this is the first complaint regarding this batch and that it does not exceed the established acceptable quality report (aqr) threshold, the identified incident will be monitored for future trend assessment. Additionally, it is recommended to implement a corrective action plan along with a more in-depth investigation to minimize the recurrence of similar incidents. Continued monitoring will allow for more in-depth analysis and the identification of any patterns that may emerge.